Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable, wall power adapter, and charging pad. There was no reported adverse impact to the customer's blood glucose level. A new charging cable, wall power adapter and charging pad was sent to the customer.